Event description:
The patient had surgery in 2005, to receive a t360 spinal fixation system at l5-s1. The construct consisted of 4 polyaxial screws (07.00319.035), 4 straight connectors (07.00255.004), 4 lock nuts 07.00326.001, and 1 5.5mm x 20cm rod (7500-5520-00). The surgeon reported that on the event date, he found that both connectore at s1 had slipped off the rods. The surgeon is planning a revision surgery in the next two months.

Manufacturer narrative:
Information that an adverse event had occurred was received on this date. Information that caused remedial action was not received until 08/10/2006. The device was not retruned for evaluation. The dhrs for the devcie and its components were reviewed. The results of the review and the information supplied in the event report did not provide enough information to form a conclusion. The st360 instructions for use (07.00514.001 rev. F) states in the complications and possible adverse effects section, "loosening, disassembly, bending or breakage of components." During review of the product labeling, it was found that the current foreign version of the surgical technique manual has formatting errors that may have contributed to this event. Until the foreign translation of the surgical techniques manual is updated and distributed, the six connectors that may be affected by the errors are being removed form the foreign market. No defect with actual connectors has been identified. There have been no other reported incidents of this type outside of another country, in over 18 months.